Event description:
It is reported that the articular surface provisional shim was discovered to be missing one of the ball bearings after the cleaning process.

Manufacturer narrative:
This report will be amended when our investigation is complete.